Event description:
It has been reported that, during a laparoscopic choledochoscopy procedure the "front section of the basket fractured" of a circle tipless stone extractor, "preventing normal extension and retraction" of the device. A new same type of device was used to retrieve the biliary stones and complete the procedure successfully. As reported, the procedure duration was prolonged as a result. The patient did not require any additional procedures due to this occurrence and did not experience any adverse effects. A section of the device did not remain inside the patient¿s body. A customer provided photo shows the basket sheath was damaged near the handle.

Manufacturer narrative:
. E1- phone number: (B)(4). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d9 (device available for evaluation and date returned to mfg), h3, h4 . H3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it has been reported that, during a laparoscopic choledochoscopy procedure the "front section of the basket fractured" of a ncircle tipless stone extractor, "preventing normal extension and retraction" of the device. A new same type of device was used to retrieve the biliary stones and complete the procedure successfully. As reported, the procedure duration was prolonged as a result. The patient did not require any additional procedures due to this occurrence and did not experience any adverse effects. A section of the device did not remain inside the patient¿s body. A customer provided photo shows the basket sheath was damaged near the handle. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, manufacturing instructions (mi) and instructions for use (IFU), as well as a visual examination of the returned device, were conducted during the investigation. The complaint device was returned in an open package with label. The basket sheath was observed to be broken - appears pulled / melted. The cannula and basket sheath also show damage. Distal tip show the basket tip inside, appears to also be charred. The basket assembly was removed from the sheath. The basket formation is intact, all the wires are secure. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaint associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device provides the following information related to the reported issue: -'intended use: the ncircle, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract.' - 'precautions: do not use excessive force to manipulate this device. Damage to the device may occur.' - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the definitive cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.